Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted and dried blood was present around the helix housing and tip region. Resistance testing found the lead was electrically continuous. X-ray showed no conductor issues (deformity or fracture) - the crimp sleeve and lead tip/helix appear normal. Unable to confirm an unspecified product performance issue.

Event description:
It was reported that this lead was unable to be successfully implanted due to an unknown product performance issue. No adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and the analysis is performed, this report would be updated should pertinent information be provided.

Event description:
It was reported that this lead was unable to be successfully implanted due to an unknown product performance issue. No adverse patient effects were reported